Manufacturer narrative:
A non-conformance or service history review (shr) could not be conducted as no lot or serial number was provided with the complaint. The unit was not returned for evaluation; therefore, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a patient was receiving a bolus feed via his omni feeding pump through his g-tube. The pump kept alarming that it was clogged. The patient's parents were able to by-pass the alarm, and the pump reported that it had delivered his full 90ml feed. However, it did not. As a result, the patient's blood sugars dropped to 3.2mmol/l quickly. The patient has a dexcom continuous glucose monitor because of a metabolic condition (glycogen storage disease type 1b) where he is not able to fast without receiving exogenous glucose to maintain his blood sugars. The monitor alerted the parents of the dropping blood sugar.